Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user performed a factory reset, received new/reset pump protocol guidance, noted an on-screen prompt referencing a different cgm system while using a g7, and later experienced a low glucose event following an overestimation of carbohydrate intake; the user also reported a cannula dislodgement during labor and confirmed use of an inset infusion set with 23-inch tubing. Symptoms included low glucose with a nadir of 51 mg/dl without loss of consciousness or need for assistance. Outcomes included self-treatment with oral glucose and device low-glucose alerts, without professional medical intervention or hospitalization. Investigation included review of device use, review of reported sensor messaging, assessment of infusion set type and site issues, and user education on troubleshooting and meal announcements. Investigation of this case revealed user-related factors including incorrect meal size estimation leading to hypoglycemia and a dislodged cannula that was corrected by site replacement; the reported cgm prompt was transient and not reproduced. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error associated with meal announcement and an infusion site issue, with device functioning as designed.